Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. We are also unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient first went to the emergency room but was later taken to the ICU. The patient's blood glucose levels are unknown, while wearing the pod between 24 and 36 hours. The patient was diagnosed with low blood glucose levels and diabetic ketoacidosis (dka). The patient was treated with antibiotics and an insulin drip. The patient was released the same day. The pod was removed at the hospital.